Event description:
It was reported that the right atrium (ra) lead would not stay in place in spite of several attempted lead positions. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed) and the distal conductor (not obstructed). The outer insulation was breached cut and there was apparent explant damage.